Event description:
During patient's hemodialysis treatment, the machine alarmed. Rn went to assess patient. Blood was on patient's chest, soaking gown, blankets/bed linen, and pooling on bed. Upon inspection, the rn noticed the hemodialysis catheter had broken into two pieces. The hemodialysis lines were still attached to the catheter hub/lumens but the catheter's hub/lumens were not attached to the catheter line going into the patient. The rn immediately clamped the catheter at the patient to prevent air embolus and stopped dialysis machine. Patient was alert with stable vital signs. The nephrologist and vascular pa were at the bedside within two minutes to evaluate patient. Patient required another trip to the operating room for a catheter replacement. Patient remained stable during process. However, blood loss was significant. This incident occurred on (B)(6) 2019. We are aware of the delay in reporting to FDA. Our organization only recently discovered this event. We had another similar event with a medtronic palindrome 23 cm hemodialysis catheter on (B)(6) 2020. After reviewing all adverse event reports involving hemodialysis catheters, we discovered this one. Our inability to discover this particular event was due in part to how clinical staff reported incident in our adverse event reporting software. They did not categorize incident as a defective medical device, instead it was labeled as a patient satisfaction issue and a safety concern for inadequate hand-off to a procedure department. Our risk management department was not made aware at the time of the incident. FDA safety report ID# (B)(4).